Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited loss of capture due to a high capture threshold in the bipolar configuration. The rv lead was not used and was replaced with a new rv lead. The patient remained in stable condition.